Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the instrument breakage is operator misuse. Ifuse implants; removal adapter.

Event description:
In 2013, the patient had si joint arthrodesis where three implants were placed. The patient did not have pain relief following the initial procedure and a new surgeon determined that there might be loosening on the sacral side. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior and middle implants. While attempting to remove the caudal implant, the tip of the removal adapter broke off inside the threaded portion of the implant likely due to overtightening. The implant was ultimately left in place with the broken tip inside of it. There is very little risk with leaving the broken tip in the patient as the entire removal adapter is made of the same titanium alloy as the implant itself. The status of the patient following the procedure is unknown at this time.